Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that on/off button on their device is not working properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of initial MDR indicates: a third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. During evaluation it was observed that the main keypad was worn. The keypad was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that on/off button on their device is not working properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.